Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Delaer alleges consumer jammed her leg in her van. Consumer thinks she had not been transferred properly into powerchar prior to alleged incident. Dealer claims after impact, the joystick would not power up.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The provider made adjustments as necessary and replaced the joystick. The device is working properly.

Event description:
Dealer alleges consumer jammed her leg in her van. Consumer thinks she had not been transferred properly into powerchair prior to alleged incident. Dealer claims after impact, the joystick would not power up.